Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing during laparoscopic bilateral inguinal hernia repair- transabdominal preperitoneal (tapp), the staple deforms and get jammed in the device. The surgeon removed the jammed staple and replaced another load and continued with the procedure. There was no patient injury.